Event description:
It was reported that during the implant procedure post cardioversion for atrial flutter, the ventricular lead exhibited noise. The lead was removed and an insulation anomaly was noted on the lead. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.